Event description:
On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "expandable metal stent placement for benign colorectal obstruction: outcomes for 23 cases" published in surgical endoscopy 2008; 22:454 - 462. The following information was derived from this article: a wallstent enteral endoprosthesis was used for a colonic stent placement procedure on a female patient. According to the article, the pt developed bacteremia two days after initial stent placement. A balloon dilation and insertion of decompression tube was done two days after initial stenting. Two months later a perforation occurred. Patient expired from peritonitis two months after initial stent placement. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.